Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 490 mg/dl. A corrective bolus and insulin injections were administered to address the bg. The cause of the bg was not known; however, the customer did not suspect it to be related to the pump. The customer was hospitalized and treated with an insulin drip. The customer was discharged on (B)(6) 2018 with the high bg resolved. The customer had resumed pump therapy.